Event description:
During a procedure, the tip on the guidewire was found to be broken.

Manufacturer narrative:
During a cardiac cath procedure, the clinician noticed that the tip of the guidewire had broken off. It was identified when they were wiping it off to perform a second catheter placement. The broken piece was accounted for and no injury resulted for the pt. No medical intervention was indicated. Another guidewire was utilized w/o further incident. This guidewire is a component in a custom procedural pack. This component is manufactured by (B)(4). They have been notified of this incident and will make the determination if any corrective action is indicated.